Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: there was no further insight as to the cause of the short battery life/premature battery depletion issue. No further actions have been taken. The issue was not resolved, the battery life is unchanged. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for and gastrointestinal/pelvic floor. It was reported that at a standard 6 month follow appointment at the physician¿s office, the nurse normally interrogated the ins and programmer. The nurse interrogated with the communicator and the patient¿s therapy was programmed (0+, 1/2-) at 2.4 volts, rate of 14, and 210 pw with a soft start of 4 and no cycling. While performing a battery check, the nurse noted that the battery life expectancy of 1.8 months (short battery life). The patient returned the next day ((B)(6) 2019) for the manufacturer¿s representative to interrogate the devices. Diagnostics performed included a battery check and an impedance checked which showed values within normal limits. The representative found the same battery life expectancy of 1.8 months but also noted that the color battery indicator was green. The patient indicated that they noticed they had to increase the stimulation to control their symptoms once a week for the past few weeks. The representative then activated standard program 3 at a threshold of 1.3 volts with all other parameters kept the same. The representative then performed another battery check which showed 15-30 months, again with the green battery symbol. It was reported that both the hcp and manufacturer¿s representative were concerned that the battery life seemed to be prematurely depleting. It was unknown if there were any environmental/external/patient factors that may have led to the issue. They issue was not resolved at the time of report. No surgical intervention had occurred and none were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.